Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, and self tests or verify button keypad anomaly due to critical pump error alarm. Insulin pump had cracked battery tube threads, cracked case, keypad overlay peeling. The insulin pump p cap test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was damage. Customer stated that the cracked on button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.